Manufacturer narrative:
The femoral head was returned for review. Visual inspection confirms that there are no notable damages on the head. Review of the device history records did not find any deviations or anomalies. Device history records review indicates tapers were 100% inspected on the diameter and angle and all parts were conforming at time of manufacture. Dimensions of the returned head were found conforming to the print specifications where measured. The inner diameter, the taper angle and depth of the taper were measured and found to be conforming. This device is used for treatment. A wagner stem was used with the reported versys head and a review of the compatibility of the devices confirmed that these are an approved compatible combination. Since the femoral head was found to be within specification when measured it can be confirmed that the failure mode of the reported issue could not be correlated to the manufacturing process. A definite root cause for the reported issue cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the neck was not compatible with the head in the corresponding size. Both the stem and head were removed.

Manufacturer narrative:
(B)(4)